Manufacturer narrative:
Qn #(B)(4). The sample was returned by the customer and sent to the manufacturing site for investigation. The manufacturing site reports: "during inspection, there are broken cobb connector on the 15m swivel connector". A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint was confirmed. A non-conformance was opened to further address this issue.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.